Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump shut off while he was sleeping the night prior to call. The customer's mother reported that the battery cap was just replaced 3 weeks prior but the pump was still shutting off. The customer's blood glucose was 385 mg/dl at the time of incident. The customer's mother mentioned that the battery was full and that there were no alarms on the insulin pump. During troubleshooting for off no power, the customer's mother stated that he had not received a low battery alert prior to the alarm. The customer's mother stated that this was the second occurrence of the off no power alarm without a low battery alert. The insulin pump will be returned for analysis.